Event description:
The customer reported via phone call that she had a sensor error and she could not clear the error. Customer stated that she was getting button errors and now she has a battery out limit alarm. Customer reported that the esc and act buttons do not seem to be working. Customer has been holding the pump in her bra because she does not have a clip. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
No button error alarm was noted. The pump was received with no button response due to j2/lcd keypad connector being unlocked (act and esc buttons). They were unable to verify the sensor error alarm anomaly due to the unresponsive buttons. There was no moisture damage on the electronics that was noted. The pump had a minor scratched display window.